Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The display was frozen at the end of the motor travel during displacement test followed by an unexpected constant audio tone. The problem was isolated to the motherboard. The insulin pump was unable to perform the displacement test due to frozen screen. The device was received with cracked case at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 348 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised the device has an audio/beep anomaly. Customer advised they removed the battery and then placed it back in and nothing happens. Troubleshooting for constant tone was performed. Customer called back after allowing the insulin pump to rest for two hours. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.